Manufacturer narrative:
D10 concomitant products: sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge, (lot #n2k0730y) unknown-tristap, unknown tri staple product, (lot #unknown) unknowun stapler, unknown stapling device, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, at the time of creating a stomach pouch during a revision of sleeve to bypass surgery, the device fired halfway and stopped, created malformed staples in the middle of the reload, and the fired staple line was incomplete. The surgeon used a new cartridge with the same loading unit and powered devices to resolve the issue.